Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there is reasonable evidence that suggests this right ventricular lead was capped due to product performance issues on a past procedure. No additional adverse patient effects were reported.